Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-(B)(4).

Manufacturer narrative:
The lens was not implanted and therefore not explanted. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation, the haptic of the pcb00 +21.5d (diopter) tecnis monofocal iol (intraocular lens) was stuck in the cartridge. Reportedly, there was patient contact and the lens was partially delivered in patient's right eye (od). The iol was removed and replaced with a back-up lens during the same surgical procedure. It was also noted that the incision was enlarged, but no vitrectomy was performed, no sutures were used and no other medical or surgical intervention was required. The patient was reported doing good when discharged. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 01/03/2019. Device returned to manufacturer: yes. Device evaluation: the preloaded delivery system (model pcb00) was returned to the manufacturing site for evaluation. Visual inspection under the microscope showed that the plunger and pushrod were in advanced position. Residue of viscoelastic material was observed on the cartridge. No damage was observed to the cartridge. The intraocular lens (iol) was not returned with the preloaded device. Only one haptic was observed stuck in the cartridge. The condition of the returned sample was consistent with a product that was handled and prepared for a surgical process. The customer's reported complaint as haptic stuck in cartridge was verified. However, based on the analyzed of the device, there is no indication of quality deficiency. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.